Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #20008 experienced by the customer was indicative of a mismatch between the primary and backup sensor for a particular axis associated with the right master tool manipulator (mtmr). The system was repaired by replacing the affected mtmr. The mtmr was returned to isi for failure analysis investigation. Testing performed by engineering discovered that a motor encoder assembly on an axis of the mtmr had malfunctioned, thus generating the system error code #20008 experienced by the customer. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The system error code #20008 appeared when the davinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder), and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety system put davinci in a "recoverable safe state". As of october 5, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy procedure the customer experienced system error code # 20008, which could not be overridden. The system power was recycled, however, this action did not resolve the issue. System homing could not be completed and the customer again experienced system error code # 20008. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.